Event description:
Event description guidant received information that two days post implant, the patient presented following a loss of capture and a syncopal event where the patient struck their head, requiring stitches.